Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for high blood glucose levels. Prior to the hospitalization, it was stated that the customer treated the high blood glucose with a bolus, but the glucose levels went higher. It was also stated that, the customer changed the infusion set seven days prior to being hospitalized. Nothing further was reported.